Manufacturer narrative:
Internal reference: (B)(4).block h3: the manufacture''s returned device was visually and microscopically inspected, damage was observed. The souraui pin was loose from the drive dog and pulled out of the catheter body with part of the drive cable; the drive dog was still intact inside the connector housing assembly of the device. The telescoping section was opened and closed without difficulty. A .014¿ guidewire was inserted and threaded through the distal end of the catheter and out the exit port without any resistance. The probable cause of the reported failure could not be determined by the investigation. The probable cause of the observed damage is damage from use. Device manipulation, impact and applied pressure associated with use can affect the integrity of the device. Unfortunately, we could not conclusively determined when or how the damage occurred.submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to the alleged death or deterioration in the state of the health of any person.

Event description:
This follow-up supplemental report #1 is being submitted to advise pertinent device analysis findings.

Manufacturer narrative:
Internal reference: (B)(4). This case was reviewed and investigated according to the manufacturer¿s policy. Patient information: attempts to obtain patient information have been unsuccessful. Attempts to obtain the patient information were made via email. Describe problem or event: additional information obtained indicated occurred inside the body, while passing through the lesion. Vessel was severely calcified and tough to wire. Manufacture¿s catheter and other manufacture¿s wire were removed as a system. Implant date, explant date: the implant or explant dates are not applicable to this device. Device evaluated by MFR: device has not been returned to the manufacturer for analysis. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria.

Event description:
It was reported during a therapeutic coronary procedure another manufacture¿s wire was delivered with difficulty. They then delivered the manufacture¿s catheter device over the wire and the wire started to uncoil at distal end. They were able to pull (the wire) out and nothing was left inside the patient and second wire and another same manufacture¿s catheter device was used to complete the procedure. No patient injury occurred. Vessel: severe calcification this adverse event is being submitted because another manufacture¿s wire device malfunctioned and required it, and thus the manufacture¿s catheter device, to be removed as a system. Though the manufacture¿s device did not contribute to the malfunction, there is a potential for harm if the malfunction were to recur.